Manufacturer narrative:
Concomitant medical products: product ID: 3587a, lot# lc0183, implanted: (B)(6) 2004, product type: lead. Product ID: 7434a, serial# (B)(4), implanted: (B)(6) 2004, product type: programmer, patient. Product ID: 748925, serial# (B)(4), implanted: (B)(6) 2004, product type: extension. (B)(4)

Event description:
The patient reported that the implantable neurostimulator (ins) hasn't been working for three years. Replacement recharger was requested. The patient reported that a poor communication screen appeared on the patient programmer. The patient indicated having been unable to communicate with the recharger also. It was later stated that both, the recharger and the patient programmer were lost. The last time stimulation was felt was at least three years ago. The last successful recharge was at least three years ago, and the device may be overdischarged. Information regarding a rechargeable device was not known. No interventions or outcome were reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.